Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735736, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system made a "bonking" noise and would not complete the patient registration with the foot pedal. It was reported that the registration probe took multiple verification attempts to verify. It was reported that the surgeon opted to continue with the procedure at the time of the initial call. There was no reported delay to the procedure due to this issue.

Manufacturer narrative:
Additional information: a software investigation analysis was initiated to determine the probable cause of the anomaly through a review of the reported issue. The behavior described was the intended functionality of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the surgeon was not waiting a sufficient time period to allow the initialization of the registration. The patient was then re-registered and the navigation system functioned as designed during the procedure.